Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy, the firing stopped from about 1 cm, and it was unable to be fired. The procedure was completed with another handle, shell, adapter and reload. There was no patient injury.